Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
Product not returned for evaluation. Most likely underlying root cause is: strip name issue.

Event description:
Consumer complaint of blood result reading of "hi". No established an expected blood glucose range at this time. Recalled the 5 most recent results in memory: (B)(6) 2015 at 12:11pm- hi (time and date set) (at least 2hrs after her last meal/medication), (B)(6) at 12:12pm - 597mg/dl (time and date not set) (at least 2hrs after meal/medication). Customer ran blood - meter displayed "hi". Customer stated that she could not determine the open vial date for her truebalance test strips but confirmed that it had been more than 4 months. Customer stated that she is feeling lighted headed and thirsty. Customer verified that medical intervention has not been required as a result of the results displayed by her true balance meter. No adverse event reported.